Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a post operative x-ray the right ventricular (rv) lead appeared to be in a different position.  The rv lead was repositioned. During the rv lead repositioning it was noted that the left ventricular (lv) lead had pulled back. The lv lead exhibited high thresholds and loss of capture. An attempt to reposition the lv lead resulted in full dislodgement of the lead. It was decided to used the lv lead as a conduit for a new lv lead. The lv lead insulation was punctured with a needle and the guidewire was advanced through the lead. The attempt was unsuccessful and the lv lead was removed. The new lv lead was successfully placed with a new catheter. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.